Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this device did not meet longevity calcuations. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Detailed analysis was performed and the reason for premature elective replacement time (ert) was unable to be determined. No further testing was performed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was explanted and returned for normal battery depletion (nbd). No field allegations have been received against this product. This report was created due to laboratory analysis findings. No adverse patient effects were reported.

Event description:
--